Event description:
It was reported that the bd us cathena 20gx1.00in straight bc had blood leakage out of the control plug. The following information was provided by the initial reporter: material: 386862 batch#: 4265921 verbatim: failed blood control valve. No patient impact, clinician was exposed to blood.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photo/sample received for investigation.